Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had sensor anomaly and calibration error. Customer's blood glucose at time of incident was unknown. Customer stated that the second sensor he put in and then he started getting calibration errors. Customer removed the sensor and saw that the sensor cannula is missing. Customer stated that he already disposed of the sensor. Customer stated that calibration error alert didn't occur as a result of the 1st calibration attempt after init. Customer is not experiencing intermittent calibration error alerts. Customer was advised that we would replace the sensors.